Event description:
In 2000, pt underwent left total knee replacement using zimmer nexgen lps flex mobile. On event date, surgeon noticed the knee had dislocated. Four days after the event, an arthroscopy revealed no damage to prosthesis. For the next seven weeks pt used a knee brace to rest the knee. Currently, the pt is using a walker.